Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to pain and discomfort as the cylinders had crossed over in the corpora. The physician indicated that during the initial implant , the corpora were not dilated to the proper diameter. The device was taken out, the corpora were re-dilated, and a new device was implanted. No further patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested, and examined using a microscope. Cylinder 1 outer tubing was damaged by the proximal end from sharp instrument most likely during explant surgery, however no damage was found within the inner tubing. Cylinder 2 had no leaks and no damages as observed. Both cylinders passed pressure test as performed. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. No leaks were found. The ms pump were functionally tested and did not pass activation test 2. The analysis identified pump activation issue could lead to the malfunction of the devices. The ams 700 flat reservoir was visually inspected, leak tested, and examined using a microscope. The reservoir had scaling and wear at a fold within the shell however no leaks were found.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to pain and discomfort as the cylinders had crossed over in the corpora. The physician indicated that during the initial implant , the corpora were not dilated to the proper diameter. The device was taken out, the corpora were re-dilated, and a new device was implanted. No further patient complications were reported.